Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting out during priming and it was shutting down without low battery warning. The customer's blood glucose value was unknown. The customer also stated that the insulin pump had grinding noise during rewind. The insulin pump will not be returned for analysis.